Event description:
It was reported that a patient who underwent anterior capsulotomy and lens fragmentation with the catalys system (system) subsequently experienced a posterior capsule tear in the operating room (or) during the surgical procedure to remove the cataract. A posterior vitrectomy was performed. No additional medical intervention and/or complications were reported. The surgeon reported an excellent post-operative outcome.

Manufacturer narrative:
Investigation of this incident included analysis of the system database and the system optical coherence tomography (oct) recording. The system video display recording and the or surgical video were not available for analysis. From the analysis fo the system database and the system oct recording here were no system related anomalies found and all operating parameters of the system were found to be within acceptable limits. Analysis of the system oct images showed that he lens posterior surface fit was incorrect. The system does provide the surgeon with an opportunity to make a "final review" of the system settings prior to approving them and proceeding with treatment. The surgeon did not make any manual adjustments to correct for the improper fit of the lens posterior surface before proceeding with the laser treatment. The catalys system operator manual contains a warning which states: "before initiating laser treatment, inspect the images created from the oct data, surface fits, and overlaid pattern in both axial and sagittal views, and review the treatment parameters on the final review screen for accuracy."